Manufacturer narrative:
(B)(4). D10: 00877703603, bioloxâ® option, head 2857221. 00620005222, shell porous, 61429549. 00771100710, femoral stem 12/14, 61418549. 00625006525, bone scr 6.5x25, 61432048. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal reported that the patient underwent an initial right total hip arthroplasty. The patient was revised approximately six years post implant due to dislocation, implant fracture and metal related pathology. A second revision was performed five months later due to dislocations and instability. During the revision there was brown clear fluid, evidence of brown necrotic tissue perhaps on the basis of old blood and perhaps on the basis of old alval, rim of liner was bent, bony defect, necrotic bone, and viability of tissue causes concern for healing of the pelvis. The head and liner were exchanged without complications. The stem remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, h2, h3, h6. Reported event was confirmed due to the review of medical records. Medical records for the revision were provided and reviewed by a health care professional. Review of the available records identified the following: the patient experienced 2 dislocations following the revision surgery. The revision was performed, where tissue damage was noted, as well as the rim of the liner being bent. Bone defects were found around the shell and stem, but both devices remain implanted. A new zimmer head and liner were placed, and future concerns on viability of tissue and healing of the pelvis were noted. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00123. 0001822565 - 2022 - 01435.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip revision of liner due to recurrent instability and dislocation approximately seven years post implantation. Attempts have been made and no further information has been provided.